Event description:
A customer reported that the infusion cannula was not locking into the trocar cannula. The products were used throughout the entire case, and there was no impact to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is the second complaint for the finished goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. An internal investigation has been opened to investigate reports of this nature. (B)(4).